Event description:
It was reported that the patient was hospitalized following an unrelated surgical procedure. While in the hospital, this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the automatic capture feature in the pacemaker did not recognize the lack of evoked response, which, resulted in no backup pacing being issued. A manual threshold test was performed and noted threshold measurements varied from 4.5 volts to 1.7 volts. A chest x-ray was performed and noted damage to the rv lead at the proximal end of the suture sleeve that was suspected to be consistent with insulation damage and a lead fracture. Outputs were increased and a lead replacement procedure was planned for a future date. Surgical intervention was undertaken three days later. This lead was explanted and replaced and the physician opted to explant and replace the pacemaker as well. The lead was discarded by the hospital and will not be returned. No additional adverse patient effects were reported.